Manufacturer narrative:
(B)(4). Date sent: 12/10/2024. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? The knife was stopped. The detail was unknown. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? The detail was unknown. Or, did the device fully fire and stop during the automatic knife return? The detail was unknown. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. How did the device remove from the tissue after the knife stopped? Knife reverse switch was used. Was there any bleeding or tissue damage due to this event? No problem. Is there any problem with the patient's condition after the surgery? No problem. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when blood vessel dissection, the knife stopped. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 1/14/2025. D4 batch #952c36. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload was received partially fired 1/10. No functional test could be performed due to the condition of the reload. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 952c36, and no non-conformances were identified.